Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that when the cdh33 instrument was fired the staples came out, but the knife blade did not cut. Another stapler was used to complete the case. There was no consequence to the pt.